Event description:
It was reported that the pouch broke inside the patient and a 2-3 cm piece was not able to be retrieved. No further information was provided at the time of the call.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.